Event description:
It was reported that a dissection occurred. The 99% stenosed, moderately tortuous and mildly calcified target lesion was located in mid circumflex (lcx) artery. 2.5mm balloon was used to pre dilate the lesion. After deploying a 3.50 x 16 synergy stent at 14atm, post dilation a distal edge type a dissection was noted. The dissection was covered with another stent and the procedure was completed successfully. The patient fully recovered and was stable post procedure.